Event description:
The device was returned to the MFR. The device tracking system indicated the pt had expired. The cause of death was not reported. No other info was available as of the time of this report.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.